Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was cracked and had stopped working after showing an open book image after customer had fallen into water. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear customer complained about open book image and it stopped working and the serial number fading. Called customer fell in water. Customer also mentioned crack on the insulin pump event date (B)(6) 2021. Device perform visual inspection and pump received with cracked select button keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and serial number label fading. Test reservoir/pcap lock properly inside the reservoir tube. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display noted. Unsuccessful to download to crest and thus due to blank display. Device was cut/open and inspected and found corroded/moisture damage at pcb1, pcb2 and motor assembly. The original pcb 1 was installed in a test pcb 2, and blank display during test. Unable to perform all the test due to blank display and due to moisture damage at the electronic assembly noted. Unable to verify critical pump error (open book image) due to blank display. Confirmed blank display noted. Confirmed cracked select button keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and serial number label fading. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.